Manufacturer narrative:
E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an air leakage in the video connector connecting section. There were no reports of patient harm.

Event description:
The event occurred during reprocessing of an unspecified therapeutic procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: image flickering based on the results of the investigation: a definitive root cause could not be identified for the air leakage near the video connector connecting section. It is likely that the image flickering was due to a component failure of the unit spanning from the distal end to the main body. A definitive root cause could not be identified for the unit spanning from the distal end to the main body. The most likely cause was an expected or random charged coupled device (ccd) component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.